Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The system power manager (spm) was returned for failure analysis, and the problem could not be reproduced. System logs found the fault confirming it occurred in the field. A visual inspection revealed no issues were related to the report. The unit was installed onto the golden system and completed program with no problem. Performance was set to 10 power cycles and sat idle for one hour, but no error could be identified. The card cage was returned and not confirmed or replicated. A visual inspection revealed no issues related to the reported failure. The card cage was installed and tested into a golden system where the component functioned as expected. The system started up without any error with good image. The audio is loud and clear. Epo functionality test passed. Ran 50 power cycles and all passed. All the gantry motors were moved to the full range of motion without any issue. The part remained on the test for hours in normal operation and performed without any error. The fiber optic cable (foc) was returned, and the reported issue was not confirmed or replicated. No related errors were found in system logs. A visual inspection revealed a missing knob. The unit was then installed onto the golden system where the unit functioned as intended and there were connections between the patient side cart (psc) and the vision side cart (vsc). The system was then powered cycle 10 times, but the reported issue was not able to be replicated. The unit was found to be fully functional. The probable root cause is attributed to the universal power distributor (upd) board, and the spm are the root causes of the reported complaint.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse arrived on site with replacement cables for the back of the energy shield monitor (esm) to the core, vision processor (vp) and integrated electrosurgical unit (iesu) or erbe. Fse proactively replaced the fiber cable connecting the endoscope controller (ec) and the vp. Fse replaced the ec and vp and attempted to program the system. The vp would not show up under node configuration to program. Fse contacted technical support engineer (tse) and determined that with this issue combined with fiber connection issues on the core, that the core should also be replaced. Fse moved the patient side cart (psc) fiber cable between all four ports, and it was red on both sides continuously as fse was also on-site addressing psc boot up errors. Fse placed original vp and ec back in the vision tower and attempted to program again and the vision tower was boot-cycling. Fse powered down all carts and attempted to boot in standalone. Fse replaced core, erbe, and cabling to rule out any potential voltage issues with the system. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe returned for failure analysis via a proactive replacement measure due to on-site energy shield monitor (esm) voltage error issues. Even though system logs did not confirm issues with the erbe, m-02 errors were logged. Inspection during fa process was able to find errors in erbe logs that matched logged faults in system but could not replicate any failure mode on site. The unit was tested on system, and all operations were successful via all ports. Additional m-1c errors were also found in erbe logs. As a result of these findings, the root cause of the reported event could not be determined. The erbe will be sent to original equipment manufacturer (OEM) for further investigation. The complaint was confirmed based on the field evaluation. Isi has received the esm for evaluation, but evaluation has not been completed as of the date of this report. A follow-up MDR will be submitted, if additional information is obtained. Even though a definitive root cause could not be determined, the issue points to an operational problem within the erbe.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure using an sp system before surgical ports placement, the customer encountered a voltage error on the energy shield monitor, making it unusable. The customer verified that the cabling was correct and performed a power cycle on the system, but the issue remained unresolved. The procedure was aborted, with no report of patient involvement.

Manufacturer narrative:
The core has been returned and evaluated by the failure analysis, and the reported problem was not replicated. In system logs, no data was found to indicate that the failure occurred in the field. A visual inspection found a dirty air filter. The unit came back with no small form-factor pluggable (sfp). The core was installed onto the golden system and functioned as expected. The golden system was set to run 10 power cycles and sat idle for 45 minutes. Once testing was completed, the system error logs were inspected and no errors were revealed.

Event description:
Refer to h11 for follow-up information.